Event description:
The customer reported approximately 3cc of blood mixed with clenz had collected under a secondary mode in the drip tray of the beckman coulter - coulter lh 750 hematology analyzer station. The leak was contained in the drip tray. The rinse cup contains blood and diluent during operation and cleaning agent at shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer reviewed the msds. The facility does have a risk management / exposure control plan is in place. Samples were run on instrument prior to noticing leak. Hemoglobin and hematocrit results matched. Controls were run prior to the incident and recovered within specifications. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse replaced a broken probe rinse cup. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications.

Manufacturer narrative:
The cause of the leak was due to a broken rinse cup. (B)(4).